Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of silicone migration and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, silicone migration and granuloma. Continued e1 (facility name): (B)(6) hôpital. Continued h6 (impact code): f2203.

Event description:
Pharmacist reported right side capsular contracture baker grade ii, device rupture and ¿perspiration device¿ with siliconoms¿. The device has been explanted with capsulectomy and replaced.

Event description:
Pharmacist reported right side capsular contracture baker grade ii, device rupture and ¿perpiration device¿ with "siliconoms¿. . The device has been explanted with capsulectomy and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ silicone migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.